Event description:
The customer observed imprecise hemoglobin results on a cell-dyn ruby analyzer for one sample. The following results were provided: rep 1 hgb = 8.38. Rep 2 hgb = 12.7. Rep 3 hgb = 5.94. Rep 4 hgb = 8.25 rep 5 hgb = 7.98. The sample was repeated on another instrument generating a hgb result of 13.6. There was no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the instrument and replaced and calibrated the y valve assy, pre-aligned with flag and wheel, which resolved the issue. Review of the instrument service history found no subsequent complaints for imprecise hemoglobin patient results. Ticket trending review for the y valve assy, pre-aligned with flag and wheel did not identify any trends. Device history review did not identify any non-conformances or potential non-conformances related to the complaint issue. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the cell-dyn ruby, serial number (B)(6).

Event description:
The customer observed imprecise hemoglobin results on a cell-dyn ruby analyzer for one sample. The following results were provided: rep 1 hgb = 8.38. Rep 2 hgb = 12.7. Rep 3 hgb = 5.94. Rep 4 hgb = 8.25. Rep 5 hgb = 7.98 the sample was repeated on another instrument generating a hgb result of 13.6 there was no impact to patient management.